Event description:
A customer reported a malfunction on a pump, specifically showing malfunction code malf 7. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to report any future malfunctions.